Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. The customer reported an elevated blood glucose level of "high". A multiple dose injection was administered to address bg. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.